Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, there was rust on the needle. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 13-jan-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 2 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for fm - unknown was observed. Additionally, the customer samples along with 30 retention samples from bd inventory, were evaluated by visual examination and the issue of discolored was observed on the customer samples. The issue of discolored was not observed on any of the retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm - unknown and discolored. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® eclipse¿ blood collection needle, there was rust on the needle. No adverse impact was reported regarding the patient or user.